Manufacturer narrative:
The fse that encountered the issue replaced the batteries . The fse performed a complete pm with full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) unit failed battery run time test. There was no patient involvement.

Manufacturer narrative:
The following investigation was performed by a technician of the failure analysis and (B)(6): the failure analysis and testing department installed lead acid batteries with a report that the unit battery failed runtime test. Performed visual inspection of the lead acid batteries per the cs300 service manual and found no visual damage and the part looks to be in good condition. Installed the lead acid batteries into the failure analysis and testing department cs300 test fixture for testing of the reported problem. Performed and tested the lead acid batteries in accordance with procedure number and the cs300 service manual in an attempt to recreate the reported problem. The tests did trigger the reported problem and the unit battery failed runtime test, battery runtime was 94 minutes, the minimum runtime specification is 135 minutes. The failure analysis and testing department was able to verify the failure. Retaining the lead acid batteries in the failure analysis and testing department per procedure.